Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : the complaint sample consisted of (1) 950501028 sp2 mi fem chmf cut blk sz 3, lot code ae1005. The lot code indicates a vendor manufacture date of october of 2005. It was reported that the threaded pin became stuck inside the block hole. The device was returned with the alleged ¿stuck¿ pin not in the block. The pin was not returned for evaluation. Examination of the block pin holes did not find any damage. The holes were checked with a retained .125¿ fixation pin and found to pass through freely with no restrictions. The investigation could not draw any conclusions about the reported event without the pin to examine. Investigation of the returned sp2 mi fem chmf cut blk sz 3 did not find any evidence of product malfunction or product error. Based on the inability to identify product error, the need for corrective action is not indicated. Complaint trends will be monitored by post market surveillance through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threaded pin became stuck in side hole.